Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 , h6 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: more than four and a half years have passed since the delivery of the device, and it is presumed that the cause was that the lock of the video connector receiver was worn out due to repeated use for a long period, or that the lock part was broken due to an attempt to pull out the video connector without lowering the unlock lever. This causes the electrical contacts to become unstable, affecting the image transmission of the scope and video processor, inferring that the image is intermittent. It is speculated that it was generated by hitting a hard object accidentally and giving a strong impact. In addition, the legal manufacturer reported that the following instructions describe the installation and removal of the video connector . Thus, the possible causes for the reported event may be prevented. Push the video connector of the videoscope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark faces upwards. When an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. As a result of confirming DHR, it was confirmed that there was no abnormality in manufacturing, special adoption, and dispersion.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed, and evaluation results found a worn lock latch mechanism on the video connector which was causing the intermittent image and loose connection issues. Additionally, deformation and exposed metal was found on the top cover. The heat spacer was found broken and the scope connector was worn. It was also found that the device requires a software upgrade. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-190 had a loose connection which resulted in a intermittent image issue. There was no patient harm associated to this report. No additional information was provided however; olympus is attempting to gather additional information related to this report.